Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. A manufacturing record evaluation was performed for the finished device 269828 number, and no non-conformance related to the reported complaint condition were identified. During visual evaluation of the device a crease on the anterior view was found. Additionally, a tear within the crease measuring approximately 0.3 cm was noted. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 250cc saline prosthesis, catalog #3501635 serial number #(B)(4) lot #269828. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced left sided deflation with no trauma post procedure. The patient received an official medical diagnosis for the deflation. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 250cc saline prostheses was performed on (B)(6) 2019.